Event description:
The patient underwent full vns replacement surgery due to high impedance. During attempts at product return, it was revealed that the facility, historically, discards all explanted products.

Event description:
It was reported that high impedance was observed on the patient's vns a month after the implantation surgery. The lead impedance on the date of implant was within normal limits. A review of device history records revealed that the generator and lead passed quality control inspection prior to distribution. X-rays with ap and lateral views of the chest and neck were reviewed by the manufacturer. The connector pin of the lead appears to be fully inserted inside the connector block due to the position of the back of the pin. The feedthru wires appear to be intact. No apparent sharp angles or gross fractures were identified in the visible portions of the lead. However, a segment of the lead is behind the generator and the visibility of the lead is lost at the neck and these could not be fully assessed. Based on the x-rays received, the cause for the high impedance could not be determined. The presence of a fracture or micro-fracture in the lead cannot be ruled out. The possibility of the set-screw not being fully tightened cannot be ruled out. Follow up with the company representative revealed that there was no trauma or patient manipulation reported that could have contributed to the high impedance. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway.

Manufacturer narrative:
(B)(4).